Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The symptom "powers off without user input" was confirmed and reproduced. It was caused by a seized motor drawing excessive current. This excessive draw causes loss of power while on ac power only resulting in the "improper shutdown" message. As a result, the motor was replaced.

Event description:
It was found during testing that a pump was powering down without user input. There was no patient involvement since the error was found during testing.